Event description:
Caller alleged discrepant inratio2 results. Results as follows: date: (B)(6) 2013, inratio: 5.3, lab: 3.0. Time between tests: immediate. Therapeutic range: 2.0-3.0. Customer reported no medical interventions were taken based on either the inratio test result or lab result. No patient information was provided.

Manufacturer narrative:
It is indicated that product is not returning for evaluation. Therefore, investigation of the complaint to determine root cause cannot be completed. Retain strip testing results met both accuracy and precision criteria. A review of the manufacturer record for the lot did not uncover any non-conformance. Lot meets release specifications. Root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency. Corrective action is not required at this time. This issue will be subject to tracking and trending.